Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board was contaminated. The root cause is determined to be liquid contamination of the contacts due to improper handling or maintenance by the customer. There was no malfunction of the device. Medwatch fields were updated.

Event description:
The customer complained of missing segments from the display of the coaguchek xs meter which could impact the interpretation of the results. The customer had recently changed batteries in the meter to attempt to improve the display. The customer performed a display check and could only see "63.8" instead of "88.8" in the display. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation.